Manufacturer narrative:
Philips service replaced the sata cable, cleaned the pc, and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that host pc failed to boot due to dust and poor sata connector contact on a allura cv20. The clinical use of the system was outside of use. There was no reported patient or user harm.